Manufacturer narrative:
(B)(4). The symptom was identified by a philips field service engineer while evaluating the device for an unrelated issue. The therapy connector was replaced to resolve the issue. The device passed testing and was returned to service.

Event description:
During servicing it was noted that when the therapy cable is moved, the pads/paddles connection is lost. There was no patient involvement.